Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated. No adverse event reported.

Event description:
It was reported that the platform stopped after 5 minutes, battery was replaced, but the platform stopped after 5 minutes again. This event occurred twice within the past two weeks. Both pts expired, but it is not clear whether the autopulse platform contributed to the pts' outcome. No adverse event reported. Event 1: MFR report# 3003793491-2013-00148. Event 2: MFR report# 3003793491-2013-00149.